Manufacturer narrative:
Date explanted: not applicable as the iol remains implanted. The device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). An attempt to obtain additional information was conducted, however, the consumer did not provide the information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was implanted into the patient¿s ocular dexter (right eye). Patient reports his day vision is good, (20/20 in one eye and 20/25 or 20/30 in the other), he is unable to drive at night because of glare, and halos. He described the halos in terms of feet around lights, with sparks of white lights, that make him feel unsafe driving at night. He does not drive at night anymore and is unhappy about this. Patient has discussed his visual issues with his doctor and has had second opinions. All have told him that the lens is implanted correctly and that there are no physical issues that can be detected. His eyes were healthy and they are in alignment. In addition, he no longer needs to use readers. The doctor detected a film on eyes and a laser yttrium aluminum garnet (yag) was conducted to clean the lens, approximately 2 weeks ago. Patient also provided a diagram where he reports prior to the yag procedure, glare was 360 degrees and after yag procedure glare ~ 5 o'clock to 1 o'clock position. Glare is 8' to 12' diameter. Stoplight glare is 4' to 6' diameter. Headlights are 3' to 5' diameter and cannot see through glare to see where fender of car is. All circles have 8 rings of light glare plus many flares coming out around from center of light to edge of outward ring. Glare begins at dusk and continues until daylight. No further information is available. Patient had bilateral lens implants. This report captures the lens implanted in patients right eye. A separate report will be filed for the left eye.